Manufacturer narrative:
One (1) photo was shared by the customer, where the item #cl3511 is inside of a plastic bag and small drops of water are observed, however is no clear where is the source of the water. No additional anomalies are observed. One (1) used sample#cl3511 connected to mating device were returned for evaluation. As received no physical damage or anomalies were observed. The set #cl3511 was tested as per procedure and a leaks from the spinning mechanism was observed, the chemolock was cut and it was confirmed that the o-ring had been displaced. Complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause is due to an incorrect placement of the o-ring during manual process assembly during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported event.

Manufacturer narrative:
The device has been received for evaluation, however, it is has not yet been received.

Event description:
The event involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿ w/red cap, bag hanger where the customer reported that the deice was leaking medication (unspecified) from a chemo lock connector while being administered to the patient. There were drips of the medicine on a small part on the floor. There was no human harm, no unprotected chemo exposure to patient or healthcare provider since it was spilled onto the floor and was cleaned right away. It was further stated that the healthcare provider was wearing ppe during the event.